Manufacturer narrative:
Complaint statement co21-2100-150: a date of the event could not be obtained from the customer. No samples were received for evaluation. No pictures were received. We have no remaining inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
Customer states tubes not filling up to the fill line.